Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a battery life issue, the battery compartment was cracked and there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump¿s black box revealed replace battery alarms. The voltage was not low at the time of the alarm. The pump electrical current draws were tested and found to be within specification. There was corrosion found in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board.